Manufacturer narrative:
Corrected fields- b5, d5, e1(occupation, initial reporter). Updated fields- b4, d9, g3, g6, h2, h3, h6 codes(investigation types, conclusion, findings), h11. A getinge field service engineer (fse) checked the machine and replaced assy crm english and batteries, 5000 hour kit that were due to expire. Completed maintenance successfully. Product passed all functional and safety tests per manufacturer specifications. The following investigation was performed failure analysis and testing dept. (Fat) . The failure analysis and testing dept. Received crm serial number (B)(6) with a reported unit failure of crm is missing the clear acrylic protection. The failure analysis and testing dept. Performed a visual inspection and observed that the condensate removal module guard was missing from the crm. The failure analysis and testing dept. Installed the crm into the cs300 test fixture serial number and tested the crm to factory specifications per the cs300 service manual. The crm passed testing. Retaining the crm in the fat per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during pm, cs300 intra aortic balloon pump(iabp), getinge fst discovered, crm to be missing clear acrylic protection. There was no patient involved.

Event description:
It was reported that during pm, cs300 intra aortic balloon pump(iabp), crm is missing clear acrylic protection. There was no patient involved.

Manufacturer narrative:
Due character limit e1: event site name-(B)(6) hospital. Supplemental report will be submitted upon completion of our investigation.